Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy, (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date in 2010, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010, the patient was diagnosed with peritonitis, which did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin 1gm, ip (frequency was not reported); and fortum 330mg, ip, once daily. At the time of this report, the antibiotic therapy and dianeal were ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. The outcome of the peritonitis was reported as resolving. The baxter-employed nurse reported the peritonitis was caused by the break in aseptic technique and not related to the dianeal therapy. The reporter did not provide a causality statement for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.